Manufacturer narrative:
Device manufacturer address: the device was manufactured at one of the following locations: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked. This occurred during an unspecified process step of peritoneal dialysis therapy. The patient was not connected. The patient further reported that "it was wet in the area were the cassette loads". Renal therapy services (rts) advised patient to follow up with the peritoneal dialysis registered nurse after the call regarding the missed therapy. Continuous ambulatory peritoneal dialysis was discussed. There was no patient injury or medical intervention associated with this event. No additional information is available.